Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer stated that the station was rebooted, and the issue was resolved. The issue was resolved by customer. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. The customer stated that the failed drawer unable to recover, tried to reboot and shut down the station by unplugging the power cord from the back of the station and wait for 2-5 minutes. The issue stayed back casing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.